Event description:
It was reported that the right ventricular (rv) lead had dislodged post implant. Interrogation at the end of the implant procedure shows high thresholds on the rv lead. The pocket was opened and the rv lead was repositioned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).